Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ nipple sensation increase/decrease: unable to observe through visual inspection as it is a physiological phenomenon. ¿ visibility/palpability: unable to observe through visual inspection as it is a physiological phenomenon. ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation and crease) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported right side loss of nipple sensation, implant palpability and implant visibility which are considered not device related. Later healthcare professional reported "rupture" diagnosed via MRI. Device was explanted and returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h.6.

Event description:
Healthcare professional reported right side loss of nipple sensation, implant palpability and implant visibility which are considered not device related. Later healthcare professional reported "rupture" diagnosed via MRI. Device was explanted and returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture.

Event description:
Healthcare professional reported right side loss of nipple sensation, implant palpability and implant visibility which are considered not device related. Later healthcare professional reported "rupture" diagnosed via MRI. Device remains implanted.